Manufacturer narrative:
.

Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit; resulting in the decision to explant the device. The device was explanted on (B)(6) 2016, the patient was re-implanted with a new device during the same surgery.